Event description:
It was reported that the patient experienced significant incontinence with an artificial urinary sphincter (aus) leading to a replacement surgery. There were no additional adverse events to the patient. Following the intervention, the level of incontinence diminished to only some leakage when coughing.

Manufacturer narrative:
There was no report of a device performance allegation. The reported patient symptom is a known risk associated with implants of this device as is indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.